Event description:
The user reported that after the cytotoxic bag was spiked and the clamp was opened above the burette, a leak between the spike and the tubing was noticed. The IV line was connected to the patient. Patient, nurse and ward had to be evacuated and a spill kit used. No additional information was provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.